Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved at the time of study exit/death/study closure. They were unable to interrogate the device due to battery being discharged on (B)(6) 2016. The patient had not utilized the device and wanted it explanted.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable and the clinical diagnosis was abdominal stimulation. The outcome was ongoing. No actions were taken as an intervention. Diagnostic methods included the patient reporting abdominal stimulation. They were unable to interrogate the device and it was showed that the battery was discharged. The event was possibly related to the device or therapy and not related to the implant procedure. The healthcare professional (hcp) of a clinical study reported that the etiology was possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as programming/stimulation due to programming. The healthcare professional (hcp) of a clinical study reported that there was battery depletion. The patient was not utilizing device while being worked up for other surgery type. The patient had lumbar spine surgery (B)(6) 2015. Relevant medical history included: non-malignant pain